Event description:
It was reported that during transport of a patient, the ac transport power supply for the cardiosave intra-aortic balloon pump (iabp) was not functioning. There was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate and replaced the removable power supply to resolve the issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the ac transport power supply for the cardiosave intra-aortic balloon pump (iabp) was not functioning. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.